Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized three times since she started using the insulin pump. The customer stated that she was admitted in the hospital on (B)(6) 2011 due to diabetes ketoacidosis and high blood glucose over 1000 and 2000 mg/dl. The customer was experiencing unexplained high glucose for the past two weeks. Troubleshooting was performed. Reviewed the alarm history and found a no delivery alarm. The customer stated that she has been changing the settings in an attempt to control her glucose level. Ran a fixed prime and high pressure test and they passed. The customer stated that she changes the infusion set every four days. Advised the customer to change the infusion set every two to three days. The customer also mentioned having bent cannulas. The customer's most recent glucose reading was over 600mg/dl, and she has treated with the insulin pump. No further info was provided.